Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed a leak and replaced the probe wipe tubing which had a small hole. This resolved the issue. The fse then performed verification of the instrument which met the specified requirements. (B)(4).

Event description:
The customer reported that a drop of clear fluid leaked onto the counter from the probe of their act-diff instrument. There was no biohazard exposure to mucous membranes or open wounds. In addition, no erroneous patient results were generated in connection with this event.